Event description:
This 42 year old female had silicone gel breast implants placed in 1982 and has had increasing problems iwth encapsulation and breast distortion. Recent mammograms confirmed ruptured implants with evidence of calcification. The manufacturer of the silicone gel implant is unknown to this reporting facility. Gross exam: both implants are ruptured and exude abundant amounts of clear yellow tenaceous gel-like material. Both implant capsules demonstrate foreign body reaction.